Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 3.00x16mm promus element plus stent was selected and advanced to treat the lesion; however the device was difficult to cross the target lesion. The physician removed the device. It was found out that the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.